Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient was hospitalized. Additional information was solicited, but unavailable.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the unknown event that resulted in the patient¿s hospitalization. However, due to the limited available information, it is not possible to determine the cause of the patient¿s hospitalization. Several attempts have been made to obtain information regarding the hospitalization has been unsuccessful.

Event description:
...

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.